Manufacturer narrative:
The device was returned for analysis. The reported deployment issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the distal sheath of the supera delivery system was entrapped or restricted within in the anatomy such that the ratchet was unable to engage the stent properly preventing full deployment and resulting in the stent being removed with the delivery system. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the 100% stenosed left superficial femoral artery. A 4x120mm non-abbott balloon was used for pre-dilatation. A 5x120mm supera self-expanding stent system (sess) was advanced, and the stent was implanted. After removal of the sess, the stent was noted to have been removed along with the delivery system. A non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.